Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2021).

Event description:
It was reported that prior to dialysis catheter placement, the guide wire was allegedly absent from the kit. It was further reported that the procedure was completed using another dialysis catheter. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one sealed hemosplit long-term hemodialysis catheter kit was returned for evaluation and one electronic photo was provided for review. Visual evaluation was performed on the returned package. The investigation is unconfirmed for the reported missing guidewire as the guidewire was apparent in the guidewire hoop inside the returned sealed package. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 05/2021). (Method, results, conclusion).

Event description:
It was reported that prior to dialysis catheter placement, the guide wire was allegedly absent from the kit. It was further reported that the procedure was completed using another dialysis catheter. There was no patient contact.